Manufacturer narrative:
Based on the provided information and test performed on site, there is no indication of a malfunction of the mr system or coil used. It is concluded that the injuries on the patient left arm are caused by insufficient distance between the coil cable/cable trap and the patient skin. Although padding was used, the coil cable trap came in contact with the patient arm at the affected area during the examination because the padding became dislodged during the examination. The patient was elderly and obese which may indicate a hampered thermo-regulation of the patient. Furthermore, 7 scans on high sar and a total whole body rf dose of 5,2 kj/kg were administered to the patient which contributed to the heating of the patient. (B)(4).

Event description:
Philips received a report that a patient experienced a heating sensation and reddening of the skin with blisters (approx.1 inch in size) were observed on the left elbow and left upper arm (biceps). The patient was positioned feet first supine and scanned for a left hip examination with the torso xl coil.